Event description:
During safety check rn noted wetness at PICC site. Rn attempted line and nad change to see if leaking would stop. Leaking continued PICC team notified rn flushed and clamped PICC line and noted crack in both lumens. Pge drip transitioned to piv and PICC removed. PICC line saved. New PICC line placed. Blue ICU medical inc. Clave neutral connector attached to both lumens when leak found. Affect on patient: no harm to patient, event occur while in use with a patient.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
During safety check rn noted wetness at PICC site. Rn attempted line and nad change to see if leaking would stop. Leaking continued PICC team notified rn flushed and clamped PICC line and noted crack in both lumens. Pge drip transitioned to piv and PICC removed. PICC line saved. New PICC line placed. Blue ICU medical inc. Clave neutral connector attached to both lumens when leak found. Affect on patient: no harm to patient, event occur while in use with a patient.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed signs of use with the presence of dried fluids on the product. The red lumen luer was observed to be broken at an angle with part of the luer missing. The blue lumen luer was confirmed to have a crack which would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage. CAPA 2021-039 was initiated to address this issue and is currently in the implementation phase. The CAPA will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
During safety check rn noted wetness at PICC site. Rn attempted line and nad change to see if leaking would stop. Leaking continued PICC team notified rn flushed and clamped PICC line and noted crack in both lumens. Pge drip transitioned to piv and PICC removed. PICC line saved. New PICC line placed. Blue ICU medical inc. Clave neutral connector attached to both lumens when leak found. Affect on patient: no harm to patient, event occur while in use with a patient.